Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that lead was attempted but not implanted due to an apparent lead damage in electrode end as the lead exhibited placement difficulties and helix extension issues. No additional adverse patient effects were reported.